Event description:
It was reported that there was a crack in the insulin pump case. The insulin pump was not bumped or dropped and the crack occurred near arrow buttons. The customer attempted to fix the crack with electrical tape. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked end cap, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.